Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. It was noted that the distal conductor of the lead was extrinsically over-rotated, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the svc connector leg severed from the remainder of the proximal segment. As indicated in the event, this occurred during the procedure while attempting to gain venous access. No other anomalies were observed and all electrical testing was within specified parameters.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 4193, implantable pacing lead, implanted: (B)(6) 2007; 4076, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during an attempt to gain venous access, the superior vena cava (svc) pin was damaged and cut. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.